Event description:
The patient reported the following to davol: on (B)(6) 2011- patient was implanted with the perfix plug during a left inguinal hernia repair. Following implant the patient complained of increasing radiating pain. The surgeon referred patient to a pain clinic the patient was given steroid injections and electro stimulation therapy, with no relief. Patient underwent a CT scan which was negative. Patient's surgeon did not want to remove the mesh, but suggested exploratory surgery to remove scar tissue. The surgeon requested the patient get a second opinion first. The patient has an appointment in december to see another surgeon.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient did not report a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the patient reports that the mesh remains implanted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.